Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was evaluated and the evaluation determined that there were no defects found with the system or software and the system was operating properly and accurately. The assignable root cause could not be determined since there were no failures or defects observed with the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and manufacture date are unknown at this time. UDI:(B)(4). D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023.

Event description:
It was reported that during a total knee arthroplasty procedure, while using the robotic assisted solution satellite station, it was observed that there were inaccurate planning and cuts. It was reported that when setting up the femur the surgeon looked at the screen and it indicated that 7mm needed to be cut off but once the cut was made, it ended up being extremely thin and had posteriorizing notching during the cut. The device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.